Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 325cc mentor siltex round moderate profile saline breast implant experienced left sided deflation post procedure. As a result, patient had undergone removal on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on (B)(6) 2020, he mentor failure analysis lab received the device for evaluation. Patient had an explantation on (B)(6) 2019. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During visual evaluation of the sample it was noticed a leakage at the anterior view, measuring approximately 0.3 cm. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. Patient has a planned explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).